Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy procedure performed on (B)(4) 2009. According to the complainant, the pt was being treated for a large stomach ulcer. During the treatment, the device would not cauterize. They used two generators to test the device; however, the device did not work on either generator. The procedure was completed with another gold probe device. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be fine.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).